Manufacturer narrative:
In some countries outside the us, customer information (a1) is not provided due to privacy laws.

Event description:
Advocate from (B)(6) stated, due to her daughter getting low blood glucose readings on the contour link, she stopped her insulin (nova rapid) and gave her bread to eat. Throughout the day, from 3:23am to 5:44pm, the patient's readings on the meter ranged from 11.7 to 18mmol/l. Later in the evening she was admitted to the hospital with low blood glucose levels and was in stable condition at the time of the call. Further information was not provided. Customer's meter was replaced.